Manufacturer narrative:
(B)(4) - damage, internal/external. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure on (B)(4), 2009. According to the complainant, during preparation, they noticed intermittent issues; the inside connector is intermittently arching and the cable alarm connector is physically damaged. Another endostat ii electrosurgical unit was used to complete the procedure. There were no pt complications reported as a result of this event. Attempts to obtain add'l info regarding the pt were unsuccessful. Should add'l relevant details become available, a supplemental report will submitted.